Manufacturer narrative:
One device was received for investigation. Visual inspection showed the downstream occlusion (dso) seal was worn out. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The dso sensor and seal were replaced to resolve this issue.

Event description:
It was reported that the pump showed the cassette was not attached properly and to reattach the cassette. There was no patient involvement, and no patient harm/adverse event reported.